Event description:
Pt was implanted with a prodisc-l at l5-s1. The pt returned to the surgeon experiencing pain. The surgeon noted that the superior endplate had migrated. The pt was returned to the operating room for fusion at l5-s1 using pedicle screws on (B) (6)2010. The pdl implant was not removed form the pt. This is two of three reports for this event.

Manufacturer narrative:
Additional information has been requested. Device was not explanted. Manufacture site and manufacture date cannot be determined without a part number and lot number of device. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.